Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over es server. A technical support specialist (tss) connected remotely to the server through remote smart service to verify reported concerns with new patient orders not appearing. The tss reviewed order transmission details and confirmed that recent orders were not being displayed, while noting that there was no disconnection indicated from the clinical communication engine. The tss validated that messaging services and application server queries were operational and current, and confirmed that the care fusion coordination engine services remained active. The tss identified that admission, discharge, and transfer and order messages were not being transmitted from the host system during a specific time period, indicating an upstream issue rather than a system fault. The tss communicated with the customer and documented that the external system provider was actively working on the issue. The tss updated the case details and, following confirmation that the host system issue had been resolved and data flow was restored, proceeded with case completion. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had orders not crossing over to the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.